Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece heated up prior to the procedure. There was no patient impact.

Manufacturer narrative:
Analysis could not verify the customer problem of overheating since the handpiece would not run and the motor seized. The housing was disassembled and found that all the internal parts including the motor, wheel lock, housing and screws were severely corroded due to dried saline. The device was beyond repair. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.